Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the impactor broke during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned impactor showed signs of heavy use. Impact marks were seen on the strike plate and handler, the grippers were worn down and the polyethylene impaction pads were cracked, yellowed and gouged. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to wear and tear from used based on the condition of the returned product and approximately field age of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.